Event description:
It was reported that a progav (part # fv410t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years. Height: 104 centimeters (cm). Weight: 14.5 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism confirmed the visual deformation with a value of -0,064 mm (tolerance 0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the horizontal position. Internal inspection: after dismantling of the valve, some deposits were found in progav. Result : based on our investigation, we are unable to substantiate the clinical claim of over -drainage. At the time of our investigation, the opening pressure of the valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.